Event description:
It was reported that the insulin pump alarmed no delivery. The customer declined to do troubleshooting for no delivery. He stated the insulin pump was not with him at the moment. Customer's blood glucose was unknown. The customer was advised of the possible causes of the alarm. Customer stated that patient tried all remedies to clear the alarm but it didn't work and he believes the cause was the insulin pump. Customer stated that he will advise the wife to call back. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).